Event description:
During prep of the feeding tube, a hole was found near the hub of the tube. The tube was removed and replaced with no harm to the patient. Manufacturer response for feeding tube, feeding tube (per site reporter), mfg notified by site.